Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. Due to the patient's insufficient neck length, coil embolization of the left subclavian artery (lsa), and axillo-axillary bypass were performed prior to implant. Additionally, a right axillary to left common carotid artery bypass procedure was performed as a precaution. It was reported that the proximal landing zone for the patient measured 15 mm from the left common carotid artery (lcca) to the proximal end of the aneurysm. The left common artery and the external iliac artery were replaced with vascular grafts and used as a conduit for access. Total blood loss was reported to be 1,800ml. Later this same day, the patient suffered a cerebral infarction, causing homonymous hemianopsia. No further treatment was administered to the patient. On (B)(6) 2009, the cerebral infarction was reported to have resolved and the patient was discharged. On (B)(6) 2010, the patient underwent a follow up examination which identified no adverse consequences.

Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the gore tag thoracic endoprosthesis instructions for use, specifies: the gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths.